Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at routine follow up, trends showed high hv lead impedance on vectors including the svc coil. Impedance values were normal during isometric testing and no noise was observed. Reprogramming was recommended. Lead will be monitored.